Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
During an aaa repair, the physician had a very difficult time deploying the stent. The trigger wire was released easily without difficulty. However, upon pushing the inner catheter forward, it was extremely difficult to deploy. After pushing very hard, the stent was deployed and the procedure was completed successfully. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.